Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose with ketones. Blood glucose value was 391 mg/dl, which they treated with manual injection and current reading was 354 mg/dl. During troubleshooting, they found a large air bubble in the beginning of the tubing. Insulin did exit the tubing during prime and no leaks were found. They were assisted with programming a temporary basal and advised to change the complete infusion set, reservoir and insulin. The device will not be returned for analysis.